Event description:
Boston scientific received information that during a system implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements and high out of range pacing impedance measurements. This lead was removed and a new lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned to boston scientific and is currently undergoing analysis. This investigation will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.